Manufacturer narrative:
The device was not returned for analysis. Attempts to gather additional information have been, however, no response has been received. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. Linked with 2029214-2018-00765. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the revascularization of an occluded internal carotid (ic) acute stroke, a solitaire platinum unintentionally detached, and the thrombus moved. A solitaire fr was then used to attempt to retrieve the migrated thrombi but failed. The procedure was not completed, and patient condition is deteriorating. No more information was made available. The solitaire 3 6-40-10 was used in ic, although thrombus was collected, some of the thrombus moved to the distal m1 segment. When the solitaire 3 6-40-10 was attempted to be deployed from the junction of the m1 to the top of the ic, resistance was felt, and the solitaire unintentionally detached. The part fell into the patient's cavity and could not be retrieved. The marksman was positioned and did covered to the proximal marker. Although a solitaire2 4-20 was deployed, the thrombus could not be collected. There was stenosed lesion at the initial branch. There was no blood flow recovery. On the next day, reflux to the same part as the blood flow from the other side before treatment was confirmed. The infarct lesion of the left hemisphere became extensive. The anatomy was minimal in tortuosity and small in diameter. The target vessel was not revascularized, and it was attempted to remove the thrombus again, but it was decided not to provide further intervention with solitaire. Since the infarction at the left hemisphere was widespread, the physician is considering providing decompression.

Manufacturer narrative:
Based on the information received, there was only one mechanical thrombectomy device used to threat the patient. Therefore, there is no complaint against this device and this event is no longer and MDR events. Linked with MDR: 2029214-2018-00765. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the revascularization of an occluded internal carotid, the solitaire 3 6-40-10 was used in ic, thrombus was collected and some of the thrombus moved to the distal m1 segment. When the solitaire 3 6-40-10 was attempted to be deployed from the junction of the m1 to the top of the ic, resistance was felt, and the solitaire unintentionally detached. The part fell into the patient's cavity and could not be retrieved. The marksman was positioned and did covered the proximal marker. However, slight resistance was felt when the catheter covered the marker. Solitaire 3 6-40-10 made 2 passes. Although, the solitaire 3 6-40-10 was deployed, the thrombus could not be retrieved. There was stenosed lesion at the initial branch. There was no blood flow recovery. On the next day, reflux to the same part was present as the blood flow from the other side before treatment was confirmed. The infarct lesion of the left hemisphere became extensive. The anatomy was minimal in tortuosity and small in diameter.